Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 535 and 314mg/dl. The customer's expected non fasting blood glucose test result range is 99-125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/31/2017 and the open vial date were undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Customer has not made changes to diet or medication.